Event description:
Hbc external run controls were failing on osp due to low reagent levels which were observed in wells of the microwell plate. No error was generated by the osp. No death or serious injury was associated with this incident.